Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to an unknown reason. Upon further investigation, surgical notes revealed preoperative diagnosis of superficial wound dehiscence. Procedure notes showed this patient had fat necrosis in the area that was dehisced. The physician cultured this area. Once that was done, the physician used antibiotics and irrigated the wound. A wound vac sponge was fashioned to the wound. It was noted this patient tolerated the procedure well and there were no complications. This s-ICD was returned and is expected to be analyzed. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) system were explanted due to an unknown reason. Upon further investigation, surgical notes revealed preoperative diagnosis of superficial wound dehiscence. Procedure notes showed this patient had fat necrosis in the area that was dehisced. The physician cultured this area. Once that was done, the physician used antibiotics and irrigated the wound. A wound vac sponge was fashioned to the wound. It was noted this patient tolerated the procedure well and there were no complications. This electrode was returned and is expected to be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.